Event description:
It was reported that during one mca (middle cerebral artery) bifuration aneurysm case, because the vessel of the patient was tortuous, it was hard for the guidewire (subject device) to deliver the catheter to the place. The operator pushed the guidewire (subject device) to overcome the resistance. After several tries the distal of the guidewire (subject device) was not found moved under fluoroscopy, so the operator withdrew the guidewire (subject device) and the catheter and found the guidewire (subject device) fractured inside the catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During a visual test, an attempt had been made to shape the guidewire tip, the guidewire was returned broken in 2 segments (13.5cm distal segment and 186.5cm proximal segment),the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 74cm from the proximal end, in the proximal segment, 186.5cm, the nitinol tubing was returned broken with the core wire exposed, in the distal segment, 13.5cm, the nitinol tubing was returned broken with the core wire exposed, the core wire distal end was observed through the distal tip dome, and hydrophilic coating was hydrated there were no anomalies noted. A functional test could not be performed due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The complaint was confirmed based on the analysis of the returned device. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous which made it difficult to deliver the microcatheter. The issue was noted at the distal end of the guidewire, resistance was felt, and the operator pushed the guidewire to overcome the resistance. During analysis, the guidewire was returned broken in 2 segments (13.5cm distal segment and 186.5cm proximal segment), in the proximal segment, 186.5cm, the nitinol tubing was returned broken with the core wire exposed and in the distal segment, 13.5cm, the nitinol tubing was returned broken with the core wire exposed. The core wire was exposed at the fracture point which indicates the guidewire encountered excessive force and manipulation such as bending and torsion during the procedure which resulted in the observed damage. The guidewire ptfe coating was noted to be peeling in multiple areas to 74cm from the proximal end. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. An assignable cause of procedural factors will be assigned to the as reported/as analyzed defects 'guidewire distal tip broken/fractured during use' and the as reported ¿guidewire difficult to advance¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed ¿guidewire ptfe coating peeling as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during one mca (middle cerebral artery) bifuration aneurysm case, because the vessel of the patient was tortuous, it was hard for the guidewire (subject device) to deliver the catheter to the place. The operator pushed the guidewire (subject device) to overcome the resistance. After several tries the distal of the guidewire (subject device) was not found moved under fluoroscopy, so the operator withdrew the guidewire (subject device) and the catheter and found the guidewire (subject device) fractured inside the catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.